Manufacturer narrative:
No product was returned. A photo of the device was however returned for analysis and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D4 - lot #: provided lots were #6005729 and #4471005, however, the lot used with this patient was not specified. E1 - initial reporter phone: (B)(6) . H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a recurring issue with the cadd high volume administration set. The sets malfunctioned on multiple occasions. Per reporter, the sets had tubing disconnection, wherein the clear tubing had separated from the white connector piece that attached to the patient's clave, cap separation, wherein the cap had detached from the tubing while remained connected to the patient's clave and tubing breakage, wherein the intravenous (IV) tubing had broken during total parenteral nutrition (tpn) administration. The reporter further noted that medication was used with the product. The product was not reprocessed or re-sterilized prior to use and it was unknown if the product was contaminated or contain a biohazard or chemotherapeutic agent. There was a delay of therapy. Three patients were involved with three affected administration sets with which the lot numbers and issues were not specified according to patient use. The first patient with initials cc, was a white male not hispanic, latino/a or spanish origin, weighing 14.8kg and date of birth on (B)(6) 2020. There was patient involvement, and no patient harm reported.